Event description:
It was reported to boston scientific corporation that a lynx system was used during a lynx sling retropubic synthetic insertion and cystoscopy performed on (B)(6) 2017. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).